Event description:
Additional information received noted that the lead exhibited inappropriate capture and dislodgement was confirmed via x-ray. The patient was stable following the procedure.

Manufacturer narrative:
The reported event was dislodgment. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix extended and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the atrial lead had dislodged. The lead was explanted and replaced.